Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records indicate that the patient underwent revision surgery nine years after initial surgery. Scar tissue and pseudocapsule were noted and removed during the procedure.the acetabular cup was noted to be grossly loose.pathology reports were negative for inflammation and cultures were not indicative of infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D11: m/l taper femoral stem with kinectiv technology (00-7713-015-00, 61179126). Femoral head (00-8018-032-02, 61275861). Trilogy acetabular shell (00-6200-054-22, 61237877). Trilogy acetabular liner (00-6310-050-32, 61231053). Bone screw (00-6250-065-35, 61258537). Bone screw (00-6250-065-30, 61273649). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04049. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a hip revision approximately 9 years post-implantation due to pain and elevated ions. During revision, scar tissue and a loose acetabular cup were noted. All components were removed and replaced. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. Item number: unknown, item name: unknown m/l taper femoral stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03411. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 9 years post-implantation due to unknown reasons. The femoral head and stem components were removed and replaced. No additional information is available at this time.